Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported stopping use of aligners because of being unable to chew and unable to drink hot or cold water. The aligners are hurting the teeth causing a tooth to chip and eventually break off. The patient reports being under immense pain, and the gums are sensitive.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.